Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. Wife states blood readings were taken before a meals and 1 hour after meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is (B)(6) 2022 and open vial date is undisclosed. Customer declined to answer further questions, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high results. No defect found on returned meter. Root cause: (B)(4): storage outside specifications. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.